Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had an insulin over delivery. The customer's mother stated that the father had delivered 7 units of insulin to the customer accidentally. The customer's mother then stated that they called the doctor and the doctor gave them instructions on how to treat the customer. Nothing further was reported.